Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : part of the device remains in the patient, the rest was discarded.

Event description:
As reported: "fixos screw sv28 broke during surgery in a finger. Distal part was in the patient proximal part outside." The rest of the screw was left in the patient.

Manufacturer narrative:
Please note the correction to h6 results code. The reported event could be confirmed, from the provided image. The reported product was not returned but an image was provided in which we can confirm the breakage, as only the distal end is visible. The proximal end and the head are not visible as they are still implanted in the patient. The defective part is required for the complete analysis. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "fixos screw sv28 broke during surgery in a finger. Distal part was in the patient proximal part outside." The rest of the screw was left in the patient.